Event description:
A nurse reports during a combine cataract extraction with intraocular lens implant the system displayed a system message. The surgery was completed using an alternate light source with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).